Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation. Evaluation summary (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. The lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector. It was also noted that the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and the lead appeared damaged at implant.

Event description:
It was reported that during the implant attempt there were two leads which experienced difficulty extending/retracting the helix. In each case, the helix would not extend after an above recommended number of rotations were applied. The helix then "popped out" and could not be retracted. The leads were not implanted and another lead was used. No patient complications were reported as a result of this event.